Event description:
Customer reported via phone call they were hospitalized due to high blood glucose on (B)(6) 2022. The blood glucose value was 600 mg/dl and another blood glucose value was 426 mg/dl. The auto mode feature was active at the time of high blood glucose event. The troubleshooting was not performed. The customer did experience symptom such as headache, tired or weakness due to high blood glucose level. The customer was treated with insulin intravenous drip. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black case type = ngp the customer was hospitalized for alleged high blood glucoses on (B)(6) 2022. On svn 000314438029 the customer alleged blank display on (B)(6) 2022. On svn 000314731129 the customer alleged possible under delivery anomaly and high blood glucoses on (B)(6) 2022. On svn 000314861286 the customer was hospitalized for alleged high blood glucoses and wanted to turn off the insulin pump on (B)(6) 2022. On svn 000314866509 the customer alleged insulin pump error and unexpected battery power loss on (B)(6) 2022. On svn 000314873295 the customer alleged high blood glucose on (B)(6) 2022. On svn 000314874691 the customer was hospitalized for alleged high blood glucoses on (B)(6) 2022. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. No under delivery anomaly noted. The insulin pump was received without the original battery cap. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, stained keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The insulin pump did not have a battery installed when received. The insulin pump was programmed and monitored for 2 days. No blank display noted. There were 169 boluses listed on the event date (B)(6) 2022 on svn 000314731129 in the formatted history file. Please see the first 10 boluses listed below. (B)(6) 202200:02:15.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 (B)(6) 202200:14:02.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.025 bolusamountdelivered = 0.025 (B)(6) 202200:19:02.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.025 bolusamountdelivered = 0.025 (B)(6) 2022 00:24:02.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.025 bolusamountdelivered = 0.025 (B)(6) 2022 00:29:02.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.025 bolusamountdelivered = 0.025 (B)(6) 2022 00:32:48.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.025 bolusamountdelivered = 0.025 (B)(6) 2022 00:37:17.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.15 bolusamountdelivered = 0.15 (B)(6) 2022 00:42:33.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.125 bolusamountdelivered = 0.125 (B)(6) 2022 00:47:16.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.15 bolusamountdelivered = 0.15 (B)(6) 2022 00:52:13.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.125 bolusamountdelivered = 0.125 the formatted history file lists data from (B)(6) 2022 to (B)(6) 2022. Unable to verify battery related alarms on svn 000314438029 on the event date (B)(6) 2022 due to no data available. For svn 000314866509 please see below for the insulin pump error and unexpected battery power loss listed on the event date (B)(6) 2022 in the formatted history file was due to the time reset. (B)(6) 2009 00:00:01.000 timereset oldsystemtime = (B)(6) 2009 00:00:01.000 newsystemtime = (B)(6) 2022 15:25:37.000 (B)(6) 2022 15:25:41.000 alarmalertnotification faultnumber = post-reset ram crc alarm () (B)(6) 2022 15:27:52.000 alarmalertnotification faultnumber = battery out limit(6) (B)(6) 2022 15:28:03.000 alarmalertnotification faultnumber = battery out limit(6) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No insulin pump error, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No insulin pump error, low battery alert, replace battery alert, or replace battery now alarm noted in the insulin pump trace download on the event date (B)(6) 2022 on svn 000314866509. Power loss alarm/battery out limit alarm was expected on event date october 12, 2022 on svn 000314866509 due to time reset. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board1, electrical board2, force sensor, motor and vibrator assembly noted. The insulin pump passed the functional testing. Unable to confirm alleged high blood glucose's. Possible under delivery anomaly was not confirmed. Blank display not confirmed. Insulin pump error not confirmed. Unexpected battery power loss not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.